Manufacturer narrative:
(B)(4). D10: cat # 010002726, lot # zb6954423, g7 36mm ball impactor, the product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instruments were found broken in the tray before starting the procedure. The tip of the inserter was sheared off into the ball impactor. Another tray was opened and used for the procedure. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the ball impactor was confirmed not fractured. The inserter was confirmed fractured on the threaded end within the threaded region. The fractured piece was retained within the returned ball impactor. There were nicks and scratches along the shaft of the inserter. The strike plate end had indentations, and the rubber handle is torn and had multiple gouges. Dimensional analysis of the products determined that the products, where measured, were conforming to print specifications. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. A definitive root cause cannot be determined. The complaint is confirmed based on the returned product evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.